Event description:
The surgeon attempted to insert a cq2015 collamer three-piece lens and the front haptic tore off. There was no pt contact or injury. The reporter stated the cause of the haptic tearing off was due to the lens not being loaded properly.